Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in used condition. Visual inspection revealed that the device was in good condition. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking) was confirmed during testing. The leak was due to the old style float switch. The fluid leaked on top of the tank reservoir. The float switch was replaced as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was a design issue. This was identified as the root cause. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that he fluid reservoir was leaking. No patient injury or complications were reported in relation to this event.